Event description:
Oxygen tank pulled into MRI scanner at (B)(6) hospital. Patient was in the scanner at the time and was struck on the feet. Patient was under anesthesia at the time. Event was never reported and a company other than the manufacturer was solicited to remove the tank. Event was covered up. Reference report: mw5118276.